Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: issue identified about 1 week after implantation best estimate (B)(6) 2020. First name: unknown/ not provided. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the implanted intraocular lens did not produce satisfactory post-op results. An explantation was planned for the (B)(6) 2020 to replace the lens with a same model but higher diopter 26.0 lens. The pre-operative visual acuity is unknown. The postop refraction was: od (right eye) +1.75 sph -0.75 cyl 22°. Visual acuity far sc (without correction) 0.7, cc (with correction) 0.9. Through follow-up we learnt that the lens was implanted on (B)(6) 2020 and explanted on (B)(6) 2020 as planned. The issue was first identified about 1 week post-op. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).